Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error. The customer¿s blood glucose level was 126 mg/dl. The customer was unable to rewind the insulin pump. Drive support cap appears to be normal. Troubleshooting was not performed. The product will not be returned.